Manufacturer narrative:
Analysis was performed by a philips field service engineer (fse) who went onsite to evaluate the device in question. The fse confirmed that the device did not emit any sound. Ordered both the speaker assembly and the mainboard per the x3 service guide. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the speaker. Replaced the speaker assembly first and this resolved the issue. Mainboard left sealed and shipped back as unused. Safety tests performed and device left with biomed to return to service.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that the x3 speaker malfunction and wouldn't emit sound. The device was not in use on a patient at the time of the event, so there was no patient involvement.